Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and a service required code was observed in the downloaded event log. The system board was replaced to address the issue.